Manufacturer narrative:
The unit passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery test. The unit had a cracked case at the display window corners, a cracked reservoir tube, a cracked reservoir tube lip, cracked battery tube threads, and minor scratched display window.

Event description:
The customer called in to report that they took a shower and afterwards dropped the device on the floor. The customer's blood glucose level was 439 mg/dl. The customer did not treat. The customer performed the self-test and it passed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.